Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severely calcified. It was reported that the bifurcated stent graft was successfully deployed however, the physician was unable to advance the iliac stent graft to the intended landing zone. The delivery catheter kinked during the advancement due to the vessel morphology. The delivery system catheter was removed from the pt. The physician elected to use and aneurx stent graft and it was successfully deployed. The stent graft delivery system was discarded. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4) - (severely calcified vessels).